Event description:
It was reported that the implantable cardioverter defibrillator (ICD) battery was suspected to have depleted prematurely. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signified that the time is approaching for device replacement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.